Event description:
A peg broke off the reusable 32mm patella trial after the trial was impacted onto the prepared bone. The broken peg was recovered and discarded.

Manufacturer narrative:
Review of inspection records for the affected lot of material indicate that the component was manufactured to specification.